Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an insulation damage. Further information was obtained indicating that the lead conductor was not exposed and there were no clinical observation noted prior to the procedure. This rv lead was abandoned surgically. No additional adverse patient effects were reported.